Event description:
It was reported by the rep that the device was used during an unk procedure. It was reported the procedure, event date, the surgeon and sequence of events were unk. The not on the device said that the trocar "would not stay locked". There was no consequence to the pt.